Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
Upon follow up, reporter indicated the patient reported issue of dlk has resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A certified ophthalmic assistant reported faint diffuse lamellar keratitis (dlk) was observed on a patients right eye at one day post lasik procedure. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. Additional information is requested.